Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic check, the left ventricular lead exhibited unacceptable threshold. An x-ray revealed the lead dislodged. On (B)(6) 2015, the lead could not be successfully repositioned. The lead was explanted and replaced. The patient tolerated the procedure well.